Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. It is unknown if the patient was revised already. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of an unknown hip product. The event is unknown, since the exact date of event was not reported, it will be entered as the date of the awareness date.

Event description:
Patient was implanted on an unknown side and is suffering from unknown reasons.

Manufacturer narrative:
As per FDA¿s directive, medwatch report has been resubmitted for removing three zeros in the prefix of MFR number(0009613350-2016-00062-1). All the information captured herein including g4 (date received by manufacturer) except b4. Additional: h2. Updates: g4, g7, h6, h10. It was reported that the patient was pursuing a product liability claim out of the use of an unknown hip product. The event was unknown. As the case at hand is a legal claim it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (lowimpact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).